Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap bso (dr. (B)(6)) - "reported by (B)(6) (cst) and (B)(6) (rn), that the cd001 was inserted into the abdomen through the trocar, and when the bag was deployed, the bag fell out of the introducer into the abdomen and was not connected to the metal arms. There was a second device (cd001) introduced into the case, which deployed with no issues. When the bag was extracted through the incision site with the specimen, the second device ruptured (in same case), but the staff was in agreement that the surgeon may not have made the incision large enough and may have been a "user error" and not a manufacturing concern. For that reason, they were not reporting two separate issues." Patient status - nothing abnormal reported.

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the event unit it is difficult to determine the exact root cause of the tissue bag falling off the support prongs of the inzii retrieval system. The root cause of this incident is likely due to use error from not following the instructions for use (IFU) which call for the tissue bag to be fully deployed by pushing the thumb ring completely forward to the stop prior to retraction. If the device is retracted prior to full deployment, the supports may pull away from the tissue bag causing the tissue bag to detach from the supports when redeployed. The hazard analysis was reviewed and determined that the risk associated with this incident is acceptable and the risk levels remain the same. No corrective actions are warranted. Applied medical will continue to monitor its vigilance systems for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.